Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The ok keypad button was unresponsive during testing; all of the other keypad buttons responded appropriately to button presses. The keypad cover was removed and evidence of moisture corrosion was observed near the keypad connector and on all boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.